Event description:
It was reported that during a stenting treatment procedure, stent damage and partially deployment occurred. The target lesion was located in the left superficial femoral artery (sfa). After a non-bsc 6fr introducer and a non-bsc hydrophilic guidewire was placed, a 5x150x75mm innova bare metal stent was attempted to be deployed with the thumbwheel. One third of the stent was deployed and the rest couldn¿t be deployed anymore. So the physician pulled the blue pullback in order to keep deploying, but the sheath couldn't be withdrawn. The physician intended to break the white handle to help releasing the stent. He pulled on the sheath to release the stent, but the sheath moved slightly. He pulled gently on the shaft and the stent completely stretched and was partially deployed. The last centimeter of the stent got stuck inside the introducer which was placed in the common femoral artery. The physicians tried several times to push the stent out of the introducer with a 3x20mm balloon and a probe. The stent didn¿t move, so the introducer was withdrawn gently to finish the stent deployment. Another 6fr introducer was replaced in order to perform an angiography check. The whole sfa was completely occluded without visible circulation inside the fully stretched stent. The physicians dilated the artery with a 3x20mm balloon with unsatisfactory angiography result. Then two non-bsc stents of size 6x150mm and 5x150mm were deployed to cover the entire stretched stent with satisfactory angiography result. No patient complications were reported and the patient¿s status was well. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the innova stent delivery system (sds) was received with no other devices. The stent was not received with the sds. The handle was separated and the inner shaft was detached from the handle, as-received. The shaft was buckled 4cm from the nose cone. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and partially deployment occurred. The target lesion was located in the left superficial femoral artery (sfa). After a non-bsc 6fr introducer and a non-bsc hydrophilic guidewire was placed, a 5x150x75mm innova bare metal stent was attempted to be deployed with the thumbwheel. One third of the stent was deployed and the rest couldn¿t be deployed anymore. So the physician pulled the blue pullback in order to keep deploying, but the sheath couldn't be withdrawn. The physician intended to break the white handle to help releasing the stent. He pulled on the sheath to release the stent, but the sheath moved slightly. He pulled gently on the shaft and the stent completely stretched and was partially deployed. The last centimeter of the stent got stuck inside the introducer which was placed in the common femoral artery. The physicians tried several times to push the stent out of the introducer with a 3x20mm balloon and a probe. The stent didn¿t move, so the introducer was withdrawn gently to finish the stent deployment. Another 6fr introducer was replaced in order to perform an angiography check. The whole sfa was completely occluded without visible circulation inside the fully stretched stent. The physicians dilated the artery with a 3x20mm balloon with unsatisfactory angiography result. Then two non-bsc stents of size 6x150mm and 5x150mm were deployed to cover the entire stretched stent with satisfactory angiography result. No patient complications were reported and the patient¿s status was well. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).